Event description:
It was reported that the pump was never implanted. During a procedure, there were aspiration issues where only 5 cubic centimeters (cc) were aspirated before air bubble. No diagnostic testing or troubleshooting occurred. No action was required. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. No drugs were in the pump the pump had saline. No patient symptoms were reported associated with this event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The pump was received with 17 milliliters (ml) of fluid. All the pump logs were clean; no motor stalls, motor stall recoveries, or error messages of any kind were ever logged in the pump logs. The pump passed all non-destructive testing and no reservoir access issues were noted. The pump was then filled with 17.5 ml of sterile water and aspirated. This process was repeated a total of five times and no problems encountered. The pump was then filled with 10 ml of sterile water, aspirated and put back in a total of five times with no problems encountered. The device met specification through analysis at this time as no anomalies were observed. Conclusion - no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.